Event description:
It was reported that the target refraction of -0.5d was not achieved. The patient developed myopization to -3.5d. Reportedly it was noted that the lens might be explanted to treat myopization, however it had not been determined. Additional information was received through follow up and it was learnt that the lens was explanted, the date is unknown. The same model was used, but the serial number was unknown. The doctor commented that the patient's eyes were prone to myopia. There were no problems with the visual acuity and no further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: unknown. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.